Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(4). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont). [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a basilar tip aneurysm, the 4 mm x 8 cm galaxy g3 xsft coil (glx120408 / l12906) was used, but the coil shape was not what the physician preferred; the coil did not fit the target lesion and was removed. The physician attempted to resheath the coil, but it could not be resheathed. There was no resistance between the guidewire and the microcatheter, no resistance at any time during the coil advancement in the microcatheter. It was reported that adequate and continuous flush was maintained through the microcatheter at all times. There was no blood flow restriction / reduction from the reported event. There was no report of any patient injury or complication; no procedural delay resulted from the reported issue related to the conformability of the coil. The 4 mm x 8 cm galaxy g3 xsft coil is not available to be returned for evaluation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l12906) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided in the complaint but without the product available for analysis, the reported issue related to the reported resheathing failure, coil shape and the subsequent conformability of the coil in the target lesion as reported in the complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure such as the size of the aneurysm and /or the characteristics of the vessel may have factored into the positioning of the coil in the target lesion and its subsequent shape and its ability to conform / fit the target lesion. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a basilar tip aneurysm, the 4 mm x 8 cm galaxy g3 xsft coil (glx120408 / l12906) was used, but the coil shape was not what the physician preferred; the coil did not fit the target lesion and was removed. The physician attempted to resheath the coil, but it could not be resheathed. There was no resistance between the guidewire and the microcatheter, no resistance at any time during the coil advancement in the microcatheter. It was reported that adequate and continuous flush was maintained through the microcatheter at all times. There was no blood flow restriction / reduction from the reported event. There was no report of any patient injury or complication; no procedural delay resulted from the reported issue related to the conformability of the coil. The 4 mm x 8 cm galaxy g3 xsft coil is not available to be returned for evaluation.